Manufacturer narrative:
No fault found; issue attributed to hospital power instability. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no radiation occurred during procedure due to hospital power instability on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.